Event description:
Report received from USA stating the device had cable damage and the plate base came off. Device was not used in surgery. No injuries or medical intervention was reported. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated. The condition was confirmed. The device was fund to have cable damage and the plate base came off. The root cause is unknown. A review of the device history record did not indicate any conditions during manufacturing operations that would be related to the reported condition. This device passed all manufacturing and test requirements at the time of manufacture. (B)(4).